Manufacturer narrative:
Product event summary : the partial lead in segments was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular lead threshold was rising. The physician noted no confidence in viable epicardial tissue to pace, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.